Event description:
It was reported that the patient experienced five infusion set leakage events between (B)(6) 2026 and (B)(6) 2026. The leakage was observed at the insertion site after the infusion set had been in use for approximately two and a half hours. The patient replaced the infusion set, following which insulin delivery was successfully resumed.

Manufacturer narrative:
Initial 3 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.